Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "slightly enlarged lymph node in the lower axilla."

Event description:
MRI performed and noted "slightly enlarged lymph node in the lower axilla." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. This relates to the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Event description:
Patient reported left side rupture. MRI performed and noted "slightly enlarged lymph node in the lower axilla." The device has been explanted and replaced.